Event description:
The caller reported that the twist lock seems to be loosen. Twist locks doesn't lock as good as they used to be. Pts was respiratory insufficient however, the customer confirms that recannulation was not required.